Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was located in the ostium left internal carotid artery with 80% stenosis and was 29 mm long with a reference vessel diameter of 5 mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, there was 20% residual stenosis. The pt was discharged the next day. Three hundred and thirty six days after the index procedure at a 12 month visit, per the ultrasound, a 90% target lesion stenosis was observed. A carotid duplex was performed 4 days later and, per source documents, showed an 80-89% stenosis in the left internal carotid artery. The core lab ultrasound performed 8 days later, reported a greater than or equal to 50-79% in-stent restenosis. Nine days later, angioplasty of the left internal carotid artery was scheduled. Balloon angioplasty with distal protection reduced 90% stenosis to less than 10% stenosis. During procedure, pt had a distal spasm and was given nitroglycerin and the spasm was relieved. The pt had no focal or neurological weakness before or after.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.